Event description:
The article, ¿early discontinuation of antithrombotic treatment following left atrial appendage closure¿, was reviewed. This research article is a retrospective multiple center experience to evaluate the safety of discontinuing antithrombotic treatment following left atrial appendage closure. The devices included were amplatzer cardiac plug, amplatzer amulet left atrial appendage occluder, and watchman. One of 7 selected patients had discontinued antithrombotic treatment within 6 months of left atrial appendage closure. There was not an increase in death of thromboembolic events after a median follow-up of 2 years for patients who had antithrombotic treatment discontinued. The primary author of the article is jules mesnier, md, quebec heart and lung institute, laval university, quebec city, quebec, canada. The correspondence author is josep rodes-cabau, md, phd, quebec heart and lung institute, laval university, quebec city, quebec, canada; with the corresponding email: josep.rodes@criucpq.ulaval.ca. A total of 1082 patients successfully received a left atrial appendage closure device from january 2011 to august 2018. 171 patients received amplatzer cardiac plugs and 587 patients received amplatzer amulet left atrial appendage occluder. Of the total of 1082 patients were included in the study, 148 patients had early complete discontinuation of antithrombotic treatment, of which included 11 amplatzer cardiac plugs and 101 amulet occluders. 934 patients had no discontinuation of antithrombotic treatment, of which included 160 amplatzer cardiac plugs and 486 amulet occluders. The average age in this study was 76 years old, the majority of patients were males. Comorbidities included hypertension, diabetes mellitus, renal insufficiency, prior ischemic stroke, coronary artery disease, peripheral artery disease, heart failure, intracranial bleeding, gastrointestinal bleeding.

Manufacturer narrative:
Literature attachment: early discontinuation of antithrombotic treatment following left atrial appendage closure. It was reported that a total of 1082 patients successfully received a left atrial appendage closure device from january 2011 to august 2018. Of the total of 1082 patients included in the study, 148 patients had early complete discontinuation of antithrombotic treatment, which included 101 amulet occluders. 934 patients had no discontinuation of antithrombotic treatment, including 486 amulet occluders. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, hypertension, diabetes mellitus, renal insufficiency, prior ischemic stroke, coronary artery disease, peripheral artery disease, heart failure, intracranial bleeding, gastrointestinal bleeding. Some of the complications reported were cardiac tamponade, stroke, major bleeding, vascular complication, and thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.